Event description:
The catheter was placed in premature infant via the superior vena cava. The placement was confirmed via x-ray. The catheter eroded through the vessel wall and hyperalmentation infiltrated into the pt's chest and had to be aspirated out.